Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.  (B)(4).

Event description:
It was reported that stent fracture occurred. A 16 x 3.00 promus premier¿ stent was advanced for treatment. However, it was noted that the stent was fractured. No known patient complications were reported.